Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured and repos itioned into a satisfactory position. However, after releasing valve, the valve dislodged distally. It was reported that the valve appeared not have fully expanded at base of valve near the non coronary cusp. Subsequently, a post implant balloon aortic valvuloplasty (bav) was performed. The valve was 1mm below annulus at the left coronary cusp and 2mm above annulus at non coronary cusp, but remained in a stable position. No adverse patient effects were reported. Additional information was received which indicated that following the post implant balloon aortic valvuloplasty the valve appeared fully expanded. The echocardiogram at the 6-month follow-up showed normal valve function. The event was resolved at the 6-month post implant timeframe.

Manufacturer narrative:
Continuation of d10: product ID enveor-l-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID ls-enveor-2629; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a product ID unknown snare; product lot/serial number unknown; product type: snare; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a pre-implant balloon aortic valvuloplasty was not performed. The valve was recaptured due to being too deep of a position in the left ventricular outflow tract (lvot). During the implant procedure, following the balloon aortic valvuloplasty, a transesophageal echocardiography (tee) noted a clinically insignificant perivalvular leak being trivial/trace periprosthetic regurgitation.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.